Event description:
On (B)(6) 2011, when the cna was transferring mr. (B)(6) from the bathroom to the wheelchair with the arjo sara lift 3000, the bolts broke on the lift and the resident fell to the floor hitting his head on the wall. The right arm of the lift had a slight tilt to the right side. The cna, housekeeper, and (B)(6) assisted the resident after the incident. The lift did not hit anything during or prior to the incident. None of the walls or grab bars were damaged or pulled from the wall. There was no force applied to the lift or handle during its use. (B)(6) reported to arjo that two sara lift 3000 had a slight tilt to the right handle. (B)(4) had an arm slightly bent to the right and this lifter was involved with the incident. (B)(4) has an arm slightly bent to the right. Both lifters were removed from use in the facility and stored. (See report (B)(4)).